Event description:
It was further reported the patient¿s implantable neurostimulator (ins) and lead were both removed on (B)(6) 2013. It was noted patient had a seroma on her right buttock where the ins was, additionally the ins was exposed and there was a possible infection. It was stated the lead was damaged ¿in the switch out.¿ it was further reported the patient is scheduled to have new device implanted on (B)(6) 2013. It was further noted the new device will be put on the left side as there is already a pocket there.

Event description:
Further follow up information received reported that no infection was confirmed and that removal of the that the implantable neurostimulator (ins) and lead component resolved the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va06fgs, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported a healthcare professional (hcp) had experienced difficulty turning the implantable neurostimulator (ins) off prior to a revision/replacement procedure. It was noted the hcp synced with the ins and saw icons indicating the ins was off. It was further noted the hcp turned stimulation on and the patient indicated they felt stimulation and that was new for the patient. Additional information received reported the patient had a seroma around the lead. The reporter stated the hcp planned to replace just the ins, but the lead was ¿extremely scarred in¿ so the hcp also removed the lead. It was noted the hcp needed a manufacturing representative to test the lead intraoperatively and the hcp planned to re-implant the ins and lead on the day of this report. Additional information received reported the cause of the event was wound seroma. It was noted the device was explanted on (B)(6) 2013. The reporter stated during the revision and system explant the seroma was evacuated and the wound was packed. It was noted the patient did not require hospitalization and the patient outcome was an ongoing serious injury or illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).